Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause, the need for corrective action was not indicated

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The (B)(6)2008 surgery was also a revision surgery. There are no records at this time that confirm the manufacturer of the devices removed on (B)(6) 2008. **update**- (B)(6) 2012- litigation papers received. In addition to instability and loosening, it is alleged that the patient suffers from pain, discomfort, inflammation, dislocation, disarticulation, a slipping feeling, crunching/popping noises, infection, necrosis, fractures, corrosion, and metallosis. The metal liner and femoral head have been added and mdrs created. The devices associated with this report were not returned. A search of the complaint database found no additional reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause, the need for corrective action was not indicated. **update**- (B)(6) 2012- cd with x-rays was received. The complaint has been reopened. There is no new information at this time that would change the outcome of the MDR decision. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient reported revision surgery. The medical records were received. Revision operative report indicates the revision surgery was due mechanical instability with acetabular loosening.